Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump was blank. Blood glucose value was 120 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. She stated that the display did not return after removing the battery for more than 10 minutes and cleaning the battery cap. The customer was then instructed to remove the battery for 2 hours and call back if the display would not return. The customer stated she was in the process of getting a new device and requested a loaner insulin pump replacement. The insulin pump was replaced and the customer returned the product for analysis.